Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The technician replaced the bent right siderail end tube and the ratchet rivets to repair the stretcher.